Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00590. It was reported that the patient was not receiving adequate therapy. Physician decided that a paddle lead would be needed for better coverage of therapy. Programming was attempted without success. As a result, surgical intervention took place on (B)(6) 2022 and the leads were explanted and replaced with a penta paddle lead. The patient has effective therapy post operatively.